Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of noise on the implantable cardioverter defibrillator (ICD). The device detected external high frequency noise and alert toned. The device remains in use. It was further reported that the right ventricular (rv) lead had oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.